Event description:
Reporter indicated that patient was experiencing a choking and shocking sensation down their neck. It was reported that the device was programmed to off. The patient reportedly experienced 8 grand mal seizures and was hospitalized. The device was programmed back to on, but the patient reports that patient is again experiencing the shocking feeling and continues to have difficulty breathing.